Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed but no issue identified that required full analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. The implantable cardiac defibrillator (ICD) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.